Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient has no right ventricular (rv) capture. It was also noted that the tip of the lead was pointing in a completely different direction. Additional information indicated that there was micro dislodgement. The rv lead was then revised. No additional adverse patient effects were reported.